Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing "low" blood glucose (bg) levels; cause was unknown. Bg value was not provided. Customer required assistance addressing bg level with water and glucose tablets. Recommendation was made to discuss diabetes management with a health care professional.